Event description:
This adverse event occurred outside of the u.s. However, as there is a similar marketed device in the u.s., an MDR is being filed. This complaint was submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the event will be provided. It was reported the patient exhibited a small wound infection from an extraction procedure using the bioplug resorbable collagen plug product. Information surrounding the extraction procedure was not provided. It was confirmed the patient healed within 30 days. There was no negative patient impact reported. Additional information was requested, including, if there was any surgical delay, if any intervention was required, and if any follow-up was conducted. No informaiton was provided. The product item number and lot number were also not provided.

Manufacturer narrative:
This medical device report (MDR) is being submitted outside of the standard 30-day reporting timeframe due to corrective actions taken following a nonconformity identified during an mdsap audit / inspection. As no product part number or lot number was provided, limited manufacturer's investigation could be conducted. The customer did confirm the patient healed in <30 days. No further information surrounding the event will be provided by the customer.